Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator was experiencing pain at the battery site as the ipg sat tilted in the pocket pressing against their incision line. The patient's incontinence and urinary frequency also returned. Their stimulation was painful when increased. The patient adjusted their programming to a comfortable level. Based on the x-rays, there was no migration. The patient noted that they felt an irritating sensation with every increase or decrease to their stimulation. The patient turned their device off for 2 weeks to assess. But there was no improvement. The patient underwent a full system explant. There were no additional patient complications.